Event description:
Agent ide study: it was reported that restenosis and stent under expansion occurred. On (B)(6) 2020, calcified in-stent-restenosis (isr) at the right coronary artery (rca) was treated with a 3.50 x 20mm synergy stent. On (B)(6) 2022, the subject presented with stable angina and the index procedure was performed on the same day. A loading dose of 325 mg of aspirin was given prior to the procedure. Angiography revealed heavy calcification at the rca and 80% stenosis at the target lesion. The target lesion was located at the mid rca and was 25 mm long with a reference vessel diameter of 4.0 mm. The target lesion was predilated using 4 mm x 20 mm balloon with 40% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 4.0 mm x 30 mm study device successfully with 35% residual stenosis and timi flow of 3. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subject started experiencing dyspnea on exertion and other cardiac symptoms. On (B)(6) 2023, the subject presented with complaints of ongoing dyspnea and worsening chest pain for 6 months and was hospitalized for further evaluation and treatment. At the time of the event, the subject was on clopidogrel. Angiography revealed 80% isr and when the lesion was evaluated using intravascular ultrasound, new intimal hyperlasia at the stent and incomplete expansion of the synergy stent were revealed. The lesion was predilated using a 4.00 mm x 12 mm noncompliant balloon and intracoronary lipoplasty using a 4.00 mm x 12 mm shockwave balloon. The lesion was further treated with a 4.00 mm x 12 mm noncompliant balloon and deployment of a 4.00 mm x 20 mm synergy megatron drug eluting stent. Following post dilation using a 4.0 mm x 20 mm noncompliant balloon, residual stenosis was 0% with timi flow 3. The subject was discharged on clopidogrel.